Manufacturer narrative:
All available information indicates that the product remains inactively implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this device system was presented in the emergency room for right atrial (ra) noise. The device was programmed to ddd 40, with the ra lead programmed off. Oversensing of noise with inappropriate atrial tachycardia response (atr) was observed. The patient reported feeling palpitations with the ventricular pace (vp). Approximately five months later, ra pacing impedance measurements were greater than 2,000 ohms. An invasive revision procedure was performed and that ra lead was surgically abandoned and replaced. No adverse patient effects were reported during the procedure.